Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a rash underneath the front te pad that was spreading to his back. The area was sore, red, and starting to raise. There was no alleged device malfunction. The patient self-medicated without improvement, the patient's physician then prescribed an unknown cream. The patient¿s skin improved.